Event description:
Patient was revised to address pain.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This patient has not yet been revised, and this device has not caused a reportable injury. Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Bi-lateral asr hip resurfacing system. Reason for revision: pain. Update from (B)(6) spreadsheet 21st dec 2011: products, reason for revision, surgeon, hospital, desc. Update received: 17th april 2014 - clarified details, amended right side product code for head, removed right side lot number for cup, added right side product type: asr resurfacing system, added further reason for revision for right side: component loosening: head (please note for component loosening we were advised the femoral component for the right side, as the right side product are resurfacing there is no stem, so in this instance the femoral component refers to the head.), added surgeon's title: dr, added left side products: stem product code and taper sleeve product code and lot number and set all left side products complaint category - product related as non contributing implant not removed. Right side. Asr revision. Asr resurfacing system - right. Reason(s) for revision: pain and component loosening - head. Implant date: (B)(6) 2005. Revision date: (B)(6) 2011. Left side. Asr revision. Asr xl - left. Reason(s) for revision: unknown as no revision has taken place. Implant date: (B)(6) 2006. Revision date: no revision has taken place.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.